Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation light guide bundle was chipped, serial ring was loose, component failure of the light guide bundle and component failure of the serial ring. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable root cause of the malfunction light guide bundle was chipped was due to component failure of the light guide bundle. The most probable root cause of the malfunction serial ring was loose was due to component failure of the serial ring and the most probable root cause of the malfunction component failure of the light guide bundle and component failure of the serial ring was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had an endoscope communication anomaly (e238). The event had occurred during inspection for use. There were no reports of patient harm.